Manufacturer narrative:
The data logs from the analyzer have been received and are being investigated. When a conclusion has been obtained the result will be reported.

Event description:
A patients ica was run on the abl90 analyzer (sn# (B)(4)) on (B)(6) 2014. It was reported to be 3.73 mg/dl. Because it was low the staff reported to be 3.73 mg/dl. Because it was low the staff repeated it on two other abl90 analyzers (sn# (B)(4)) where the result was 4.5mg/dl and 4.4 mg/dl respectively. The first result was not used and there was thus no reported injury, diagnosis or treatment based on the low calcium result.